Manufacturer narrative:
(B)(4).a 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of needing to end therapy early as the transfer set became disconnected at the titanium connecter in dwell 4 of 4, this problem occurred during dwell 4 of 4. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that the catheter was clamped off and the nurse was aware. The tsr assisted with end of therapy early procedure. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6)-2012. The nurse stated the cause was unknown and there was no patient injury or medical intervention reported.